Event description:
Healthcare professional reported right side side capsular contracture, baker grade ii and minimum quantity of periprosthetic liquid diagnosed via MRI. "Some isolated radial folding posteroinferior quadrants¿ "numerous nodular images are also identified inside the implants, which show hypointense signal behavior in the silicone sequence and hyperintense in the suppression sequence, in relation to ¿signs of oil in the salad¿ due to degeneration¿ ¿minimum quantity of bilateral periprosthetic liquid of posteroinferior predominance¿ the device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Reason for reoperation: ¿numerous nodular images are also identified inside the implants, which show hypointense signal behavior in the silicone sequence and hyperintense in the suppression sequence, in relation to ¿signs of oil in the salad¿ due to degeneration;¿ minimum quantity of bilateral periprosthetic liquid. A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Cont e1 phone number- (B)(6).

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: not observed. ¿ seroma: unable to observe since it is not related to the device. ¿ crease / folding of implant: observed. ¿ capsular contracture: unable to observe since it is not related to the device. Additional, changed, and/or corrected data: d.9., h.3., h.6.

Event description:
Healthcare professional reported right side side capsular contracture, baker grade ii and minimum quantity of periprosthetic liquid diagnosed via MRI. "Some isolated radial folding posteroinferior quadrants¿ "numerous nodular images are also identified inside the implants, which show hypointense signal behavior in the silicone sequence and hyperintense in the suppression sequence, in relation to ¿signs of oil in the salad¿ due to degeneration¿ ¿minimum quantity of bilateral periprosthetic liquid of posteroinferior predominance¿ the device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Photo analysis: it is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe since it is not related to the device. Crease/folding of implant: observed creases on device. Seroma: unable to observe since it is not related to the device. No additional observations are performed. Additional, changed, and/or corrected data: h.6.

Event description:
Healthcare professional reported right side capsular contracture, baker grade ii and minimum quantity of periprosthetic liquid diagnosed via MRI. "Some isolated radial folding posteroinferior quadrants¿ "numerous nodular images are also identified inside the implants, which show hypointense signal behavior in the silicone sequence and hyperintense in the suppression sequence, in relation to ¿signs of oil in the salad¿ due to degeneration¿ ¿minimum quantity of bilateral periprosthetic liquid of posteroinferior predominance¿ the device has been explanted and replaced with another manufacturer's device.